Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a high blood glucose reading of 679 mg/dl. The customer had been vomiting as well. Troubleshooting was performed, and multiple motor error alarms were found in the alarm history. The insulin pump passed the displacement and self tests. Advised the caller that the insulin pump would be replaced. Nothing further was reported

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.